Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the subject device being returned to olympus without conducting/completing a reprocessing at the facility. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed and was likely due to insufficient cleaning. Technical evaluation was performed, and a dark sticky foreign material was found at the bending section cover adhesive resembling dry glue. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of flexibility adjustment mechanism toric joint, water tightness was lost, air/water cylinder had discoloration, suction cylinder had discoloration, forceps channel port had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, probe cover had a scratch, adhesives around objective lens had a pinhole, adhesives around light guide lens had a pinhole, light guide lens had a chip, and universal cord had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the air/water duct was clogged while using the evis exera ii colonovideoscope. The device was returned for evaluation. During the device evaluation, it was found that the bending section cover adhesive had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.